Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that air bubbles were found during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "visually for several tubes, we noticed a defect: gel air bubbles is this kind of defect lead to erroneous results or not at all?"

Event description:
It was reported that air bubbles were found during use with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter, "visually for several tubes, we noticed a defect: gel air bubbles is this kind of defect lead to erroneous results or not at all?"

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. This is a cosmetic defect which should not impact on the efficacy of the tube. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.